Event description:
Information was received indicating that a smiths medical medfusion pump exhibited continuous background primary audible alarm. No adverse effects were reported.

Manufacturer narrative:
B5: additional information received via email on (B)(6) 2022: information is not available regarding smith unit sn: (B)(6). H6: event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal broken and the top case is chipped front corner. The customer stated problem (the primary audible alarm bgnd test) was not duplicated. Unable to determine the intermittent of the error. Error was found in the device ehl (event history log). Replaced speaker for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.